Event description:
The patient had good effect of the pump all the time. At the first refill on (B)(6) 2012, the hcp was unable to aspirate or refill the pump. It was noted the pump was "totally stop". The reason was unknown. The programmer stated that there should be 2.5 ml left in the pump, but when aspirating there was 9.5 ml and the 9.5 ml fluid was a yellow colored fluid. The yellow fluid was sent for investigation. The first results showed no abnormalities. The date for the volume discrepancy and when the fluid was sent for analysis the 2nd time was (B)(6) 2012. The pump was set to "stopped" mode until more results were obtained from the yellow fluid investigation. The pump did not stall at any occasion but was stopped when the discoloration was noticed. Due to the pump being stopped for troubleshooting, the patient had severe spasticity. The patient experienced pain. The patient was hospitalized due to underdose symptoms due to the pump stopped. The patient status was noted as "alive - with injury". It was reported there may be a catheter issue. On (B)(6), the neurologist aspirated 5 ml of fluid from the pump: "the fluid was the colour as tea (brown). This fluid was also sent for bacterial analysis". The physician the rinsed the pump with nacl several times and refilled the pump with 10 ml of nacl and set the pump to minimum rate. An x-ray was performed on the catheter; no abnormalities were noted. The patient had severe spasticity but the neurologist decided that the patient can go home until they have the result from the bacterial investigation on the fluid from the pump. If the result showed no abnormalities, they planned to then refill the pump. The primary result from the analysis of the fluid showed content of (B)(6). The pump was explanted and disposed of as the surgeon on call did not realize the pump was needed for analysis. The patient was not experiencing any symptoms related to this event. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model#8781, lot# 0205474180, implanted: explanted: (B)(4).

Manufacturer narrative:
(B)(4).